Manufacturer narrative:
No blank display anomalies noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and selftest.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 115mg/dl at the time of the incident. The customer reported that they change out the battery and were not good and bought a package of battery and put in pump and nothing and the pump will not come on. They take the cap off and change new batteries and will not come on. Customer was calling back with blank display after receiving new battery cap. The display did not return even after replacing new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.